Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: the patient is approximately a (B)(6) year old male. Extremely frail and malnourished. The patient is a homeless man and his body was very, very weak at the time of the procedure. The diagnosis and indication for the index surgical procedure? The patient was diagnosed with diverticulitis however when they opened the patient up they discovered that there was cancer. Did the suture breakage occur during the initial procedure or did the suture breakage occur post-operatively? The suture broke post-operatively. Was patient¿s post-operative course changed as a result of suture breakage? Unknown. On what tissue was the suture used? It was used on the colon. Was stratafix symmetric used on a bowel anastomosis? No, it was used to close up the bowel. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Extremely fragile. After the procedure, the surgeon opined he didn¿t think it was the suture that was the issue but the patient¿s condition that made it difficult to close up. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Will product be returned, return date, tracking information? The product was sent back already. What is the patient current status? Patient was in the ICU for a couple of weeks. Current status unknown. Investigation summary: pictures of the sample were received for analysis. Upon visual inspection of the picture, a stratafix suture inside of the patient and broken at one of the sides could be observed. However, no conclusion could be reached. Investigation summary: a suture broken in several pieces, the product code and lot number are unknown. During the visual inspection of the sample, body fluids and tissue could be observed on the suture pieces. The barbs present damaged, deformation and ends of the suture were found cut and with marks caused by the use of a surgical instrument. In addition, the strand presents a knot formed with the same strand and performed with surgical technique. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received the assignable cause is an improper handling.

Event description:
It was reported that the patient underwent colorectal procedure on (B)(6) 2019 and barbed suture was used. The suture was used to close up the bowel. It was reported the patient was extremely frail, malnourished, homeless, body was very weak at the time of the procedure. The patient was diagnosed with diverticulitis however when they opened the patient up, they discovered that there was cancer. The tissue condition was reported to be extremely fragile. Post-operatively, the suture broke and the bowel opened and spilled into the abdomen. The area was irrigated to remove the substance. The surgeon found the broken half and removed it from the patient. After the procedure, the surgeon opined they didn¿t think it was the suture that was the issue but the patient¿s condition that made it difficult to close up. The reoperation was completed with a different suture. The patient was in the ICU for observation for a couple of weeks. The patient¿s current status is unknown.